Event description:
Patient tested 5.0 inr on the coaguchek xs plus system while a comparison lab returned as 3.5 inr. The patient's marevan dose was changed based on the reported results. No adverse event reported. Requested return of suspect system however the test strips were not returned.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.